Event description:
The customer reported that the device knife blade did not retract. The jaws would not open while on tissue and had to be cut out. There was no injury to the pt.

Manufacturer narrative:
(B) (4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.